Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient determined the patient had been admitted on the day of surgery due to high blood pressure which was "another problem" for the patient. Also reported was that the patient had not received therapy from the device since implant and they had tried 8-12 different programs as well as having stimulation running "high." The patient reported that they were not informed that the battery would run down fi stimulation was set high and was disappointed by the longevity of the ins. A second call determined that the patient had spoken with their healthcare provider (hcp) who wanted to try botox treatment and discussed another "device" with the patient. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that therapy had not really helped much since implant and they were told that their ins battery was low, and the patient was really surprised and frustrated about that news. The patient said that their health care professional (hcp) told them that their battery would last ten years and that there are about a thousand settings that could be tried. Patient said that the therapy had helped some days however on other days it didn't help. Patient said that they had a reprogramming session with their rep, and the rep said not to increase the setting to about 2.5. Patient said they had adjusted the setting themselves to 5.0 as it was not helping at the lower setting. Patient said they believe the trial helped. Patient said during the trial she set it up high and called for instruction. Patient said that hcp provided them with pills - tovia beforehand. Patient said that now the hcp was suggesting they try botox treatments. Patient then went through troubleshooting. It was reviewed that settings can affect ins longevity and that hcp can run longevity calculations to determine if based on setting information that that would be expected and if not device could be sent in for analysis. Patient checked settings and confirmed stimulation was on and setting was at 5.0. Patient also said that they had a stroke and it was difficult to remember some things. There were no further complications reported.